Event description:
The device was received by the manufacturer into product analysis. No analysis has been completed to date. No other relevant information has been received to date.

Event description:
The device had undergone product analysis. There were no performance, or any other type of adverse conditions found with the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. The patient showed high impedance and this was correct while the patient was implanted. This supports the claim of incomplete pin insertion attributing to the high impedance. No other relevant information has been received to date.

Event description:
It was reported that surgical intervention was taken to correct the high impedance. During the surgery, the pin was re-inserted into the generator. This corrected the high impedance however the battery was seen to be deplete completely. The battery was okay in terms of battery life prior to the surgery. Electro cautery was confirmed to be used during this surgery. The data from the generator was reviewed in which the results align with the use of electrocautery. The explanted product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen to have high impedance. The patient had an increased seizure activity as a result. The patient has been referred for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.